Manufacturer narrative:
Product event #(B)(4), investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 4.0 product number: (B)(4), lot number: fl50864054 expiration date: 2018-01-28 quantity returned: 12 testing performed: device packaging inspection: -twelve plasmablade¿ 4.0 devices received in a large cardboard box, not an mae 10x shipper box, with no packaging to fill the negative space. -the devices information was confirmed against the information that is listed within gch and was verified via the display boxes and tyvek® lids. -no paperwork was provided. Device visual inspection: -twelve devices were labelled as device # 1 thru device # 12 for traceability. -all twelve devices were inside a sealed plastic tray and exhibit no indication of use as evidenced by the sealed plastic trays. -all components appear in place, intact with major damage to the display boxes and tyvek® lid seals as evidenced by the wet display boxes as well as the tyvek® lid seals lost adhesion of the pvc adhesive between the plastic tray and the tyvek® lid on five devices, figure # 1 thru figure # 24. -the sterility of device # 2 ¿ device # 3 ¿ device # 6 ¿ device # 7 and device # 8 was compromised as the seals of the tyvek® lid lost adhesion of the pvc adhesive to the plastic tray such that the pvc adhesive remained attached to the tyvek® lid as opposed to being attached to the rim of the plastic tray and tyvek® lids which caused a breach in the sterility of the devices as the tyvek® lids were detached from the plastic trays by a liquid substance, figure # 7, figure # 8, figure # 15, and figure # 16. -the sterility of device # 1 ¿ device # 4 ¿ device # 5 ¿ device # 9 ¿ device # 10 ¿ device # 11 and device # 12 was not compromised as the seals were intact on the plastic trays and there was no evidence of penetration of the tyvek® lids by a liquid substance as no condensation was present within the device trays, figure # 15, figure # 16, figure # 23 and figure # 24. -all twelve cut and coag buttons have a definitive tactile feel. -device # 2 ¿ device # 6 ¿device # 7 ¿ sent to (B)(4) , (B)(4) laboratory, inc. For further testing in an attempt to identify the liquid substance that was on the display boxes, IFU¿s as well as the loss of adhesion, pvc adhesive, between the plastic trays and the tyvek® lids. -please see attached separate report from (B)(4) laboratory inc., for ftir testing analysis of the liquid substance on the device packaging. Brief summary of the findings: ¿the spectrum suggests that the unknown liquid is a glycol, which would also explain why it did not evaporate, why it had no oily feel, and why it likely affected the adhesion of the components within the saturated packaging¿. Functional inspection: not applicable as the complaint investigation was confirmed via visual inspection. Lhr review: a review of the lhr for lot # fl50864054 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained in gch was confirmed in the laboratory environment. Visual inspection confirmed the devices had been exposed to a liquid substance that was on and within the display boxes, tyvek® lids; IFU¿s as well as caused a loss of adhesion of the pvc adhesive between the tyvek® lids and the plastic trays and did not meet the product specification requirements. The cause of the failure is likely exposure to a foreign substance via transit or at the customer site. The devices were deemed not suitable for use by the customer due to cosmetic deficiencies and the breach of sterility. The complaint will be tracked and trended in gch. Several of the devices packaging were sent to (B)(4) ¿ (B)(4) laboratory inc., for ftir testing analysis of the liquid substance on the device packaging. ¿the absorption peaks on the spectrum suggest that the unknown liquid is a glycol, which would also explain why it did not evaporate, why it had no oily feel, and why it likely affected the adhesion of the components within the saturated packaging¿. See attached separate report from nhml. Reference documents: (B)(4) ¿ work instructions for complaint investigations ¿ disposable devices (B)(4)¿ product specification and quality plan ¿ plasmablade¿ 4 (B)(4)¿ generator and disposables packaging requirements procedure (B)(4) ¿ device button tactile test procedure test equipment: no test equipment as the complaint was confirmed via visual inspection.(B)(4).

Event description:
It was reported by the customer that product was received and the devices inside were covered in an unknown substance that degraded the sterile barrier between the device tray and tyvek lid. The unknown substance was discovered upon receipt of the product at the customer site.